Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss.there are plans to implant the patient with a new device, however it is unknown if this has happened as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is not available for analysis. This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4).the patient was reimplanted with a new device (date not reported).this report is filed (B)(4), 2012. Device not available for analysis.